Event description:
It was reported to philips that the c-arm began moving without operator input. The report indicated that while positioned on the left side of the patient table, the c-arm moved away from the table and required operator intervention to stop the movement and return the c-arm to the intended position. The system was in clinical use at the time of the reported event. There was no allegation of injury to the patient or user. An investigation into this complaint has been initiated by philips.